Event description:
The doctor called to report that she has sheared off the plastic tip of the mammotome introducer. Requested a letter of the component make-up.

Manufacturer narrative:
The reporting physician was contacted (B)(4) 2012. She stated that there was more difficulty advancing the plunger that usual. She noticed the tip and sheared off immediately. The results of the patient's pathology report indicates another surgery will need to be performed. The physician stated the tip would be retrieved during the patient's second surgery that had not been scheduled. The patient was discharged. A letter of biocompatibility was sent to the customer. The device was not available for evaluation. The batch history record was reviewed and no abnormalities were noted. The instructions for use insert is included in the carton packaging and lists step by step directions on the correct method for use. Under instructions section of the insert, one of the caution statements reads "do not insert beyond the appropriate band or tip damage may occur." Under warnings in instructions, it states "failure to align the mammomark applicator as specified may result in improper deployment of the collagen plug and possible tip shear."